Event description:
On 8/4/2023, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue. The device's pressure reading was off. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 8/21/2023, the sales representative provided the following information via phone: this occurred during a shoulder arthroscopy procedure on (B)(6) 2023. The procedure was completed with the same device, and no extravasation occurred. When the pump pressure went up/high, they immediately released the additional fluid from the patient's body, and no extravasation occurred. The case was completed successfully with no patient harm, there was a slight case delay of under 15 minutes. The patient was discharged the same day.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and noted signs of wear and tear. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump trigger an alarm, the rollers stop moving. This behavior is expected. An additional test with the trident (test equipment) found that every time the pressure was incremented with the tubes clamped, the pump raised to the set pressure, and the inflow roller stopped. This behavior is expected. No problem was found.